Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Cap watchman study it was reported that a transient ischemic attack (tia) occurred. In (B)(6) 2010, a 27mm watchman laa closure device was implanted in the left atrial appendage (laa). In (B)(6) 2015, the patient experienced a tia and was reported to be recovering.